Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04170. During follow-up, there were some episodes of post-paced t-wave oversensing(pptwos) noted on the device. The device was reprogrammed to resolve the event. At a later follow-up, additional episodes of pptwos were noted on the device. The device was reprogrammed again to resolve new event of oversensing and the patient remained in stable condition.